Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete incoming functionality testing) has been confirmed. Upon evaluation the electrode belt failed incoming functionality testing, the ECG c and d cable was cut off the electrode belt. The root cause for the damaged cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to complete incoming functionality testing.